Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. It was noted that t he drop in longevity was due to ventricular tachycardia (vt) storm. The device is still in use. No patient complications have been reported as a result of this event.